Manufacturer narrative:
The mfg review could not be performed as the lot number is unk. The investigation is inconclusive, as the sample was not returned. The root cause could not be determined based upon available info. It is unk if procedural issues contributed to the event.

Event description:
It was reported that the tip of the recanalization catheter was observed to be broken upon removing the catheter from the package. There was no pt involvement. Another recanalization catheter was used to perform the procedure.